Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
On (B)(6) 2014, the customer,(B)(6) general hospital, (B)(6) , reported that after taking a surview scan, while attempting to position the patient using the load button on the gantry control panels, the patient support moved downwards until it reached the limit. The customer restarted the system and were able to rescan the surview and complete the scan successfully. The risk associated with a rescan from a CT scanner is acceptable. The customer contacted philips help desk to inform them of the event. The fse arrived on site and evaluated the system. The fse determined that the uncommanded motion of patient support took place due to stuck unload button on the gantry control panel. The fse did not specify if the stuck button was on a right or left gantry panel. The fse replaced both the left and right gantry panels to resolve the issue. After the service, there have been no further recurrences of the event at the site. The fse did not provide any log files/bug reports or defective parts for engineering analysis. Engineering evaluated this issue and determined that this event is broadly applicable risk. The following mitigations for this issue include: two independent controllers, driven by independent circuits, are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Stop button. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the acquisitor checks for correct direction and that spiral motion does not stuck. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the right or left gantry control panel. The fse replaced both the gantry panels to resolve the issue.

Event description:
The customer has reported that the system was in clinical use, and after completing a surview scan the couch moved downward and outward without being commanded to move. Philips service determined that there was no harm to a patient or operator.